Event description:
The following event was observed through an online video clip of a vessel closure procedure using a starclose se device. The video clip showed a physician using a starclose se device and after the clip was deployed, digital pressure was held. The account was contacted and add'l info indicated that the physician was not trained in the use of the starclose se device, and the closure of an unspecified artery took place after a diagnostic procedure. Reportedly, the clip was deployed, but hemostasis was not achieved and manual compression was held for 15 minutes. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(6).